Event description:
Pt was admitted to the hospital for high bgs. Customer had severe vomiting prior to the admission. Pt was not wearing the pump and their bgs were treated with insulin drip. Physician feels the pump may have caused the hospitalization.